Event description:
It was reported that during a bariatric sleeve procedure, during the firing, the doctor noticed that the device did not cut a staple well at one part of the jaw. They took another reload and noticed the same thing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please clarify what was meant by, did not cut a staple well at one part of the jaw. It is indeed somewhat unclear. What he noticed was that during firing at a particular part the staple line was not good. Lets say malformed staples. So part properly, than not good and than again a good part (at both sides). On the firings that the issue occurred, did the device deliver any staples? If yes, were the staples formed properly? He don¿t now this exactly. If yes, was the staple line complete? Complete in the way that they were there, but maybe malformed. On the firings that the issue occurred, did the device cut? If yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?no on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd. During which stroke did the event occur? We do not know. Were any unexpected noises heard? If so, when? No were any of the forces higher or lower than expected (closing, firing, or opening)? Please explain. No was buttressing material utilized? If so, which product? No what was the product code of the cartridge being used (ecr60t, gst60g, etc.)?probably ecr60g was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.